Manufacturer narrative:
The sample will be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "23 gauge infusion cannula was in the 25 gauge pak" (device misassembled during manufacturing or shipping). The nurse reported upon opening a 25 gauge pak it was noted a 23 gauge infusion cannula was in the pak. Another pak was opened to perform the case. No patient involvement was reported.